Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that metal shavings fell out of the device during a procedure. Nothing fell into the surgical site. The procedure was successfully completed with no delay, and the pt did not require any additional treatment as a result of this event.